Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl. Reportedly, the customer inadvertently did not fill the cartridge with insulin. Additionally, prior to this event, customer was using apidra for insulin therapy. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. No information was provided regarding treatment received. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. Reportedly, the customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 (B)(6) or u-100 (B)(6). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.